Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 53 to 55 mg/dl this morning. The customer also had blood glucose level of 115 mg/dl. It was reported that customer were using the auto mode feature on insulin pump at the time of event. It was also reported that they received multiple sensor error alarms. The insulin pump will not be returned for analysis.